Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, during removal of the force bipolar instrument, a wire on the instrument got "caught" on the tissue. The user applied the instrument release kit (irk) to free up the instrument and this enabled the user to remove it out of the universal side manipulator (usm) arm. The instrument was replaced with a back-up instrument. The customer completed the procedure with no other issues reported. No fragments fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument worked for approximately an hour before the alleged issue which occurred during a broad ligament incision-upper ligament treatment. The instrument was not in strong grip mode. The instrument grips were not stuck in a closed position. Use of the irk was successful, it was able to open the jaws and release the tissue. No patient injury was confirmed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not confirm nor replicate the customer reported complaint. Visual inspection found no instrument grip misalignment. The instrument was tested with an in-house system and passed both the engagement and self-tests. Testing found the instrument exhibited intuitive motion in all directions with the grips properly opening and closing. The instrument functionality was verified and passed specification. The instrument operated as expected.